Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received for "urrets-zavalia syndrome after implantation of a phakic intraocular lens". The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The lens was reported as oversized and was explanted and exchanged for a shorter lens length. A few weeks later, the patient had an atonic, mid-dilated pupil, with no direct or consensual response to light and a pronounced anterior and posterior subcapsular cataract. The patient complained of visual discomfort, with significant glare sensitivity the lens was explanted and phacoemulsification was performed , with the implant of 2 offset aniridia rings. An iol lens was implanted. Medication was administered. Four weeks post-op, there was a significant reduction of glare and iop was controlled. Additional information has been requested but none has been forthcoming.